Manufacturer narrative:
Concomitant medical products: w3dr01 ipg, implant: (B)(6) 2019, sedr01 ipg. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance and high thresholds. It was also reported after generator change the impedance dropped further. The rv lead remains in use. No patient complications have been reported as a result of this event.